Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The sales rep reported that according to the surgeon from intercir, it was not possible to use this component in a surgery on 16th march (the wire of the tibial base). Another component was used and there was no any adverse consequence reported by the user.